Manufacturer narrative:
Product analysis#: 705224419: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgs105-5095-000 rev. Ac as found condition: the apollo micro catheter, unknown guide catheter, rhv, and syringe were returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within a resealable plastic biohazard pouch and within an opened apollo inner pouch. Visual inspection/damage location details: no damages were found with the rhv and syringe. No damages or irregularities were found with the guide catheter hub. The guide catheter body was found kinked at ~10.2cm from the distal end. No damages or irregularities were found with the guide catheter tip or marker band. No damages or irregularities were found with the apollo micro catheter hub. Solidified phil embolization liquid (microvention) was found within the hub. The apollo micro catheter was found stretched and bulged between ~14.2cm and 18.2cm from the distal end. No damages or irregularities were found with the ldpe tubing. The apollo detachable tip was still attached to the apollo micro catheter and found undamaged. No phil embolization liquid was observed within the distal tip. Testing/analysis: the apollo total length was measured to be ~178.5cm, the usable length was measured to be ~172.6cm which is within no longer within specification (specification 165.0cm ± 2.5cm). The detachable tip was measured to be ~1.7cm which is within specification (specification: 1.5cm ± 0.3cm). The apollo micro catheter was flushed, and water did not exit the distal end as the micro catheter was found occluded. The micro catheter was cut, and phil embolization liquid was found within the bulge and distal to the bulge ~6cm. No other materials were found to be occluding the catheter at that location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter occlusion¿ was confirmed. It is possible the phil solution became exposed to water, saline or blood causing the solution to solidify and cause the occlusion. This can occur in the hub, catheter lumen, or adapters used to deliver the solution. The apollo micro catheter was found stretched and bulged. The stretching/swelling appears to have occurred because of over-pressurization caused by the occlusion. Ngod10 2022-11-12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that a apollo catheter was occluded. Inr injecting phil, after 4-5 injections, the catheter expands, but it was still possible to inject. When the defect is discovered, the injection is stopped. Even though the catheter looks like it have been blocked, it was still possible to inject. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was undergoing avm treatment. No patient symptoms or complications were reported.  Ancillary devices: phil, microvention liquid embolic additional information received reported lesion characteristics: davf, target vessel was left meningeal artery with normal tortuosity. No leak was observed.